Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed this report is associated with MFR report numbers: 3005168196-2020-00774, 3005168196-2020-00775, 3005168196-2020-00777, 3005168196-2020-00778, 3005168196-2020-00779.

Event description:
The patient was undergoing a coil embolization procedure in the paraclinoid internal carotid artery (ica) using penumbra smart coils (smart coils) and penumbra smart coil detachment handle (handle). During the procedure, the physician placed at least one smart coil in the target vessel using a handle but experienced resistance removing the handle after completing the detachment. Subsequently, the pusher assembly of the next smart coil became stuck in the handle, and the handle failed to detach the smart coil. Therefore, the physician manually detached the smart coil by cutting the pusher assembly. The physician continued the procedure and placed at least one other smart coil using a second handle. It was also reported that the physician experienced resistance removing the handle after completing the detachment. Subsequently, the pusher assembly of the next of the next smart coil became stuck in the handle, and the handle failed to detach the smart coil. Therefore, the physician manually detached the smart coil by cutting the pusher assembly. It should be noted that the exact number of smart coils with resistance after detachment with either of the two handles is unknown. The procedure was completed using additional smart coils and a third handle. There was no report of an adverse effect to the patient.